Manufacturer narrative:
Patient complications. Sticking. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgery date: (B)(6) 2012. It was reported that the plastic bushing is becoming stuck so that implant cannot be disengaged from driver. The surgeon ripped the implant from the intervertebral space having to use a larger implant. Update via email from sales rep: a larger implant was put in, which did stabilize the spine. There have been no reports on how the patient is doing post-op.